Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to inflation issues. The device was troubleshooted in the office prior to the replacement and failed, however, upon removal the device was found to be empty. Post procedure, the device was tested and was fully functional.